Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line, spike came out of the supply bag. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter found that similar reports have been received for the reported problem.the root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during dwell 3 of 4. The home patient (hp) stated that the spike came out of the supply bag and she tried to push the spike back in however the hc alarmed with se 2240. The baxter technical representative (tsr) explained the alarm. The tsr assisted the hp to cycle power off and on twice to clear alarm and explained to start over or try using manuals tonight. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient on (B)(6) 2011. The patient stated the following: the alarm was caused as she initially could not get the spike into the bag securely and removed it and re-spiked it several times until it went in properly. The cause of the alarm was due to her mistake and not the supplies. The nurse was contacted regarding the event and no patient injury or medical intervention was reported.